Event description:
It was reported that a cartridge plunger fell out during a supply change, after which the patient used a new cartridge and blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included replacement supplies shipped. Investigation included a review of complaint history and verification of shipping information. Investigation of this case revealed a device component issue involving the cartridge plunger and an inability to retrieve the lot number. It was concluded that the event was non-serious with no adverse health impact and that replacement was provided as a field correction without further clinical intervention.